Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the protection wire, the delivery sheath and retrieval sheath were received hand coiled inside the original header bag. During visual and microscope examination of the returned device, the distal tip of the protection wire was bent at 2 cm and slightly bent at the solder joint area. The filter bag was exposed at 94 cm from the distal of the delivery sheath. Dried blood was seen inside the delivery sheath. The delivery sheath was wavy and kinked at 46 cm from the exit port and kinked 57cm and 82 cm on the guidewire when measured from the distal tip of the delivery sheath. Due to the delivery sheath being kinked at few places and dried blood being present inside, we were unable to perform the sheathing / unsheathing test. There were no other issues found during visual and microscope inspection of the retrieval sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified percutaneous transluminal treatment procedure, filter placement difficulty occurred. The indication for the procedure is unknown. A 190cm filterwire ez embolic protection system was utilized. During use, the physician pulled back the catheter and it was reported that the filter came back with it. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Event description:
It was reported that during an unspecified percutaneous transluminal treatment procedure, filter placement difficulty occurred. The indication for the procedure is unknown. A 190cm filterwire ez embolic protection system was utilized. During use, the physician pulled back the catheter and it was reported that the filter came back with it. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.